Manufacturer narrative:
The investigation into the automated impella controller (aic) purge issue has been completed. The data logs were not made available and the impella aic was not returned for evaluation. The cause of the issue was not determined since product was not returned.

Event description:
The user facility reported a (B)(6) year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) experienced a purge failure. The aic was replaced with no harm or injury to the patient.